Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jun 16, 2016. Expiration date: jun 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a proximal humeral neck fracture with a multiloc humeral nailing system on (B)(6) 2017, the surgeon inserted a screw into the distal hole but was unable to detach it from the driver. The surgeon checked the driver and found the screw head was firmly stuck to the driver tip. The surgeon attempted to use different sized screws but couldn¿t get them to lock because the cortical bone was already damaged by the first screw. Eventually, only one (1) screw was inserted in the distal hole. The surgeon commented that the patient was old and the bone substance was bad. The age of patient was not provided. The surgery was delayed for an unknown duration of time due to the reported event. Concomitant medical products: unknown multiloc humeral nailing system (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is known and was reported on initial report. Patient information is not available for reporting. A manufacturing investigation was performed for the subject device (4.0mm ti locking screw w / t25, part number 04.005.412s, lot number l023740). The subject device was returned to the manufacturer with the complaint condition stating: one locking screw stardrive ø 4.0mm, l 22mm / part number 04.005.412s / lot number # l023740, was received for investigation. The unknown screwdriver (part# unknown / lot# unknown / quantity 1) was not returned. We have forwarded the locking screw to the responsible manufacturing site for further evaluation with the following results: part was not received in the original packaging. No visual defects manufacturing related identified. The information etched on returned part matches to DHR of unsterile part. The unsterile part is released from manufacturing site as product art# 04.005.412 lot#l005746. Lot#l005746 was manufactured in may 2016. The lot quantity is (B)(4) pieces; all pieces of the lot were released, no scrap was generated during production. The inspection performed according to inspection sheet (B)(4) rev ak passed. No ncrs were generated. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned part was inspected for all the features pertinent to the complaint condition. The stardrive recess which is responsible of the matching with screwdriver and the screw thread have been inspected and found conforming to specifications. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Without the involved unknown screwdriver and since the screw is conforming from a manufacturing perspective, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on these findings we determine this complaint as unconfirmed. The humeral nailing implants design and clinical risk management, was reviewed and found to adequately address the arm of this complaint condition. Without the involved unknown screwdriver and since the screw is conforming from a manufacturing perspective, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on these findings we determine this complaint as unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.